Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 149mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted during testing. However, the device was unable to prime during prime test due to slightly loose drive support disk. Excessive no delivery test was not performed due to prime anomaly. The device was received with cracked case at display window corners, reservoir tube, and battery tube threads. The device had minor scratched display window. The device also had missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.